Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The product support engineer (pse) confirmed the reported issue during troubleshooting. The pse conducted a follow up on the issue and it was reported by the head respiratory therapist that the internal o2 sensor had no issue and that service was not needed. No further information was provided regarding the details of the initial report. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a high internal o2 alarm. There was no patient involvement at the time the issue was discovered.